Event description:
The customer reported device stops ventilating intermittently. The customer requests onsite service. The unit was in clinical use but there was no patient harm.

Manufacturer narrative:
The device was being used for treatment when the reported event occurred. Multiple attempts were made to try and retrieve further event information. Repair has not been completed, nor information on consumable devices were provided. Even though root cause could not be confirmed, when diagnostic code reported occurs (122 d) ventilator provides an alarm indicating ventilator cannot reach target flow.

Manufacturer narrative:
B4:18may2021. The field service engineer (fse) identified diagnostic error "cannot reach target flow". The issue was found when using high flow therapy (hft). The (fse) identified the consumables were not suitable for use an the size used is too small for the given flow. The ventilator does not manage to reach the pressure and ends up having moments of fall, which explains the interruptions. The (fse) identified patient alarms are disconnected in hft mode.